Event description:
It was reported that, during patient use, the ventilator became inoperative. The patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the ventilator and was unable to verify the error codes in the unit¿s memory. The fse replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb), downloaded the current software and resolved the customer reported issue. The ventilator passed all tests, calibrations and was operating within the manufacturing specifications.